Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Event description:
It was reported that a patient had a very evident and audible endotracheal tube (ett) cuff leak. There was an attempt to reinflate cuff, but it was not holding pressure. The reporter stated the patient was losing their tidal volumes and dropping minute volumes. The patient was successfully re-intubated. On inspection of the removed device, it was noted that the area around the top of the cuff - where it is attached to the ett tube itself - was not 'sealed' or attached down fully and when air was injected into the cuff, it came straight out of this gap between the cuff and the tube. The issue was resolved after an et tube change.

Manufacturer narrative:
Additional information was received: patient information was updated. Two used samples and five open but unused samples were received for evaluation. Visual inspection was performed. Functional testing was unable to verify or duplicate the reported problem. No lot number was provided; therefore, a device history record (DHR) review could not be conducted.